Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen has screen drift (not making the appropriate selection). There was no reported patient involvement; therefore, no health consequences or impact.